Manufacturer narrative:
(B)(4). The superior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft and both superior and inferior pivot pins are missing and not returned for analysis. Optical examination of the fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shafts are consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument was "sticking" during the surgical procedure. The "jaw" appeared to be broken and inoperable. No patient complications were reported.